Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was inserted proximal to the target lesion in the right coronary artery using glideassist mode. Two treatment passes were performed on low speed and one was performed on high speed. The oad stalled and became stuck in the lesion. An attempt was made to activate glideassist, however it would not turn on. An attempt was then made to remove the oad over the guide wire, however it would not dislodge. The oad was pushed back and forth over the guide wire before it became loose and moved into the guide catheter, fracturing the tip of the viperwire. The wire fragment remained in the artery. The artery was unable to be rewired and the patient was transferred for bypass surgery. The patient was in stable condition following the procedure.